Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the stopper has color variation prior to use with a paxgene® blood ccfdna tube. The following information was provided by the initial reporter: (1 of 3 complaints) it was reported that the customer received tube that was bluish grey in color. We have received blood 3x¿s where 1 tube is normal in color and the second tube is blueish gray in color. We are trying to confirm if all 3 have the same lot as they came in from different locations in the united states, but today¿s sample came in with this lot number. What were the dates of the three incidents? (B)(6) date of receipt, (B)(6) 2020 date of receipt, third date I have not been sent as of yet (will give update). Can you provide the lot numbers that is was seen with? We just started recording the lot numbers on the third set we received like this; prior if it¿s within expiration date we accept it and process. From the recorded tube the lot number was : lot 9259718 exp: 9-30-20. Were the tubes used? Were there any erroneous results? Tubes were used; two orders we had sufficient plasma from the tube that was not discolored we did not run it. I have a sample going on a batch today that will be the plasma from the discolored blood- tubes were received from 3 different drs offices.